Event description:
It was reported that during preparation of the 3.5 x 38 mm xience prime stent delivery system (sds), it was noted that the balloon ruptured. The sds was not used in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience prime stent delivery system (sds) noted blood and contrast in the inflation lumen, balloon, and on the stent implant. There was blood in the guide wire lumen. This is consistent with a guide wire being loaded into the lumen and a leak or rupture while in the patient anatomy, which conflicts with the reported information that the device ruptured during preparation. The stent implant was stationary on the tightly folded balloon between the markers, with no damage noted. The distal shaft was wrinkled distal to the guide wire exit notch. An indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid was observed leaking from a tear in the outer member at the wrinkled distal shaft, distal to the guide wire exit notch. The balloon inflated when the tear was plugged and held pressure up to 15 atmospheres with no damage noted to the balloon. Thus the balloon rupture was not confirmed however, the leak is due to the tear in the shaft. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. Follow-up with the account was requested, however, very limited information was provided. Therefore, based on the analysis of the returned device and the conflicting information provided by the account, a conclusive cause of the shaft damage/tear cannot be determined, however, there is no indication of a product quality deficiency. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. A review of the lot history record was performed and there were no nonconforming material records that could have contributed to the reported complaint. Additionally, a query of the complaint handling database for the lot was performed and revealed no other incidents for ruptures/leaks or shaft damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.